Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor resistor. Motor passed motor test. The device had a cracked reservoir tube lip, cracked reservoir tube, cracked case window display corner, scratched lcd window and case. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump had multiple motor error alarms during bolus. Blood glucose value was 356 mg/d; treated with manual injection. The device was not exposed to a magnetic field and the drive support cap was recessed. The customer was able to rewind. It was stated that the motor error alarm occurred 7 times in 30 days. The device was returned for analysis.